Event description:
During a field check of a prolieve thermodilatation unit in 12/2004, a technician had a conversation with the manufacturer representative. The technician stated that he was not present for the treatment that is the subject of this report, however, he had several conversations with the physician, and the distributor representatives after this pt's treatment. The treatment was conducted by the physician sometime in 2004. The physician told the technician that the pt did not have relief of their symptoms following the treatment and required additional intervention. The physician was concerned that the catheter had not been placed correctly, however, the pt did not have any issues during the treatment. The pt was scheduled for a transurethral resection of the prostate and prior to this surgery the physician performed a cystoscopy and noted that the pt appeared to have experienced a urethral burn. According to the distributor representatives who were present during the prolieve treatment, the catheter and rectal probe were placed without difficulty. They did note that an ultrasound was not performed to check catheter placement, however, the physician felt that the catheter was placed correctly. They also stated that this pt had a difficult time communicating with the physician and his staff during the procedure due to a history of cerebral vascular accident (cva). The distributor representatives said that the pt appeared to have tolerated the procedure well with the exception of slight agitation during the treatment during which they attempted to pull at their catheter. The pt received a complete 45 minute treatment. The distributor representatives reported that after this pt's treatment, the physician stopped treating patients until he was able to check catheter placement.